Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver exploded. No fragments were visible. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: while using the instrument, the wire snapped, causing the instrument to malfunction and open. At the same time, small wire shards were formed. There was no arcing or sparking. There was no fragmentation from the instrument, there was fragmentation from the cable. The instrument was straightened manually by the surgeon for removal.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.